Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h6, h10. Analysis of production: (3331/213/67) a lot history record review was completed for lots 25158233, 25158447 and 25158748 last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot numbers. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insufflation was not working as normal. They change the insufflation tubing, the hemopro and nothing improved. They are unsure what the issue was. Case was finished with another device but still have insufflation problems. No pt was harmed.